Event description:
Defibrillators twice would not discharge and seemed to take a long time to charge. The second defibrillator failed to discharge with internal paddles. Third defibrillator discharged appropriately. Both defibrillators return to MFR for detailed analysis. This report is for first defibrillator.